Manufacturer narrative:
Patient information was not made available from the site. No parts were replaced. - no patient logs, or parts, have been received by manufacturer for analysis. - no further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported that while in an ear, nose & throat (ent) procedure, the navigation system software became unresponsive in the navigate screen. Noted was that nothing on the page was responding and they manually re-booted the computer. After re-booting the navigation system, the software became unresponsive again. The biomed representative stated that it is not known how the procedure was finished. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the site refused service on the navigation system. The software investigation found that a probable cause was unable to be determined without further information since the logs were not returned due to the site refusing service, and the on-going investigation proved to be inconclusive based on the information provided.